Event description:
A consumer implanted for spinal pain reported they fell six months ago, and since then the device was bothering and hurting them so they would like to have it removed, but their healthcare provider (hcp) didn't take their insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the device hurting and bothering issue and the issue was not resolved. Patient contacted four surgeons but no one would take the device out. The device was hurting the patient and causing pain, patient wanted it resolved soon. The implanting physician would not even call the patient back and patient was not told about all the data that was stored in the unit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-27. The patient reported that ¿the device hurts her.¿ the patient reported seeing a ¿doctor code¿ several months ago. The patient reported having several falls. The patient reported that she had spoken to several general surgeons but they wouldn't touch her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.